Event description:
It was reported that the pump module door is difficult to close and the tube bubbled in pump chamber towards the bottle side end. Upon further customer follow up it was noted that customer was able to identify a pressure sensor error. Customer is requesting a review of the logs to determine if the error was acknowledged and pump restarted or if the tubing bubbled and caused the alarm. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module door is difficult to close and the tube bubbled in pump chamber towards the bottle side end. Upon further customer follow up it was noted that customer was able to identify a pressure sensor error. Customer is requesting a review of the logs to determine if the error was acknowledged and pump restarted or if the tubing bubbled and caused the alarm. There was patient involvement but no harm.

Event description:
It was reported that the pump module door is difficult to close and the tube bubbled in pump chamber towards the bottle side end. Upon further customer follow up it was noted that customer was able to identify a pressure sensor error. Customer is requesting a review of the logs to determine if the error was acknowledged and pump restarted or if the tubing bubbled and caused the alarm. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex a code.